Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002976n47, implanted: 2003-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).

Event description:
Additional information received reported that the site believed the cause of the pump shut off was the refill process. No other inte rventions or patient symptoms were indicated and no lot number was provided.

Event description:
It was reported that a review of the pump logs showed that on 2014-(B)(6), the pump was shut off for 1 minute. The pump system was be ing used to infuse fentanyl, baclofen, bupivacaine, and morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.